Event description:
Patient reported the nurse needed to continually press button on the pump for the infusion and pump failed during the last infusion. Patient was able to finish infusion, but it took a longtime. Patient has pump on hand for return. Expiration date of pump is unknown. No further information provided. Reported to (B)(6) by pt/caregiver.